Event description:
Pt underwent primary hip procedure on an unk date. Revision surgery was performed on an unk date due to unexplained pain. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the us. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Exp date - unk. Implant date - unk. Explant date - unk. Eval in process but not yet complete. Upon completion of eval, a f/u report will be sent to the FDA. This is 1 of 3 mdrs relating to the same reported event. Please see also mdrs 3002806535-2011-00130 and 3002806535-2011-00132. This report filed (B)(4) 2011.